Event description:
This serious unsolicited device case received from united states on (B)(6) 2013 from a physician via a company representative. The case involves a male patient (age not provided), who developed pseudosepsis after receiving synvisc. Past medical history, relevant concomitant medications, past drugs: unspecified. Last week, on an unknown date in (B)(6)2013, the patient initiated treatment with synvisc injection, once, bilateral with batch/lot number: r1311 for osteoarthritis of knee and pain (dose, route of administration and expiry date: unk). The patient was given synvisc injection in his right knee first and then an injection was given in his left knee. After a day or two from receiving synvisc, the patient contacted the physician and reported that he could not walk or move his left leg. The patient said he was experiencing pain in his left knee. On an unknown date, the patient was diagnosed by the physician with pseudosepsis on the left knee. It was reported that the patient would be given an unknown treatment for the left knee pain and pseudosepsis. Action taken: it was reported that the physician will not give any more injections of synvisc to this patient (permanently discontinued). Corrective treatment: unknown treatment was given for left knee pain and pseudosepsis. Outcome: it was reported that the patient's symptoms were continuing (not recovered). The reporting office staff member said that the physician wanted to know if there was a problem with the contents in the synvisc syringe. No further information was provided.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a patient who developed pseudosepsis of left knee after receiving treatment with synvisc for knee osteoarthritis. Although, the role of device cannot be ruled out based on temporal and anatomical proximity, however role of underlying osteoarthritis in causation cannot be ruled out.